Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. While attempting to get access, the subclavian vein was dissected. The procedure was cancelled and the lead was never introduced to the patient. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, placement difficulty allegation cannot be verified. Visual inspection showed no anomalies noted on returned lead. Laboratory analysis was not able to confirm reported allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. While attempting to get access, the subclavian vein was dissected. The procedure was cancelled and the lead was never introduced to the patient. The lead was never in service. No additional adverse patient effects were reported.